Event description:
Report being entered for tracking purposes only-do not have serial or model numbers. Nyicu (nursery intensive care unit) rn noted leaking at 3cc syringe buff cap during an IV hydrocortisone administration. Pharmacy is working to bring in a different company for 3cc syringes.